Manufacturer narrative:
Follow up with customer found that the device has been in service since the incident, and it is unknown if the battery was changed after the incident or if its the same (charged up) battery. Physio-control evaluated the device and was unable to verify any power discrepancies. The device powered on normally with no issues. Physio confirmed proper device operation through functional and performance testing, and returned the device to the customer for use. The root cause of the reported failure is unknown.

Event description:
In 2009, customer reported that the device failed to power on during a patient event. A male patient was discovered on the bathroom floor after an unknown downtime. The on-site emergency response team arrived on scene within two minutes of the call, and reported that the device failed to power on. First responder initiated CPR and continued treatment until the fire department arrived with a second defibrillator, time unknown. It is not known if the second defibrillator provided defibrillation shocks to the patient. The patient was not revived. After the event, end user inspected the device and found that the installed battery was dead. The reporter evaluated the device later on and insisted that the device was able to power on properly with the same battery (unknown if it was recharged). There were no further details on the event and/or patient provided. A clinical review of the reported event by physio-control, determined that the device contribution to patient outcome is unknown. There was insufficient data to determine the impact of the device use since patient down time is unknown, and the device performed normally during testing by customer and physio.